Manufacturer narrative:
(B)(4). The ventilator was inspected by the service engineer (se) and was observed that the o2 reading was low. The o2 sensor was calibrated and the ventilator passed all the testing.

Event description:
It was reported that the ventilator oxygen (o2) was out of range. Although requested, it is unknown if the event was during patient use.

Manufacturer narrative:
(B)(4). Additional information was received. The ventilator was not on a patient at the time of the event.